Event description:
It was reported the patient l4 lead is showing high impedances. X-rays indicated the lead has a kink. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicating the field representative successfully reprogrammed the patient. Therapy was restored.